Event description:
A customer reported obtaining <ar or >ar flags for nbil and chol when processing pt samples on the vitros dt60 analyzer. This scenario is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.